Manufacturer narrative:
Received the following, one opened/used simplera serter in its pre-inserted state, with needle exposed. This state is characterized by the frame and the sensor carrier being separated. One simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and passed per specification. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, also found the needle housing moved with the retraction spring, inspected the insertion and retraction springs for any misalignment, also inspected the insertion needle for any physical damage or misalignment and none were found. Due to the unit is in a pre-inserted state failed retraction does not apply. Then proceeded to take the unit to perform an actuation force gauge test (mark-10 force gauge f-105). The serter failed the first try of the actuating test (7.50 lbf). Then, proceeded to perform a functional test using the tool (m108019c001) to verify if the plunger is in its neutral position, and it was found the plunger edge is above the top surface of the gauge. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex with no physical damaged found. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, needle retractor was able to be retracted using the sensor carrier tab, and when it was readjusting the sensor carrier tab the needle retractor was able to remain inside the sensor carrier tab, no anomalies was found during this procedure. Using the sciencescope macroscope (cc-sdect-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and none was found. Inspected the sensor carrier snaps to have no damage. Inspected the insertion needle and found the needle retractor shoulders for any physical damage and passed per specification. Then inspected the insertion needle for hooks, dull or blunt point and none was found. See attachment files for details. In conclusion: the customer complaint of serter not deploying the sens. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that sensor didn't penetrate his skin and inserter issue. The customer reported no adverse event. The event involved product(s) mmt-5120a. Troubleshooting was performed and the customer introducer needle not retracting into the inserter after sensor insertion. No harm requiring medical intervention was reported. Mmt-5120a was requested and customer response was the device will be returned.